Event description:
It was reported that the 8800 system was leaking fluid from the monoblock and there was a generator fault error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.